Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the field service technician on the v60 indicating that the device failed the navigation ring test as the navigation ring was not functioning. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The field service technician performed test and verification (t&v) and discovered that the device failed the navigation ring test as the navigation ring was not functioning. The field service technician found that the navigation ring failure did not prevent the device from functioning properly and noted that the device was functional. The field service technician placed the device back in service. Further case information regarding the navigation ring failure and repair are still pending. Resolution and disposition.

Manufacturer narrative:
Upon further investigation, it was confirmed that the touch screen remained fully functional there were no unintended changes to therapy settings or ventilator output in the absence of new user input. The touch screen serves as the primary user interface for adjusting device parameters and it operated as intended in this instance allowing the user to make adjustments without difficulty. Based on this new information the event does not meet the criteria for mandatory reporting as it did not result in, nor is it likely to result in death or serious injury should the issue recur.